Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error- per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 499-"high" mg/dl and "customer stated she fell on her side. She said she bruises her ankles and knees. She felt pain on her side". Reportedly, the customer was using fiasp within their pump supplies. Customer bolused via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.